Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. In the afternoon, the dermatology clinic conducted surgical treatment for the patient. During the operation, medical staff used suture according to the specifications for suturing. In the subsequent process of pulling the suture, without applying additional external forces such as mechanical pulling, the problem of pulling off suture needle happened during use on the patient, resulting in the interruption of the suturing operation. To ensure the surgical effect and patient safety, medical staff immediately stopped the current operation, carefully checked the patient's surgical site for abnormalities, replaced the suture with a brand new one, strictly followed the aseptic principle to continue the remaining suture process, closely observed the patient's wound condition after surgery, and no related adverse effects occurred. No further information was provided.